Event description:
Customer reported his extreme high and low blood glucose. The customer stated he saw blood glucose of 400 mg/dl and 28 mg/dl. Customer was advised that his high blood glucose may be due to his infusion sets falling out. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).